Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent bilateral iol implantation on an unknown date(s). Iol implantation was reported to have been uncomplicated. The refractive outcome in the right eye as as intended; however, there was an error of 8.0d in the left eye. The healthcare facility has repeated the biometry and has confirmed that there is no biometry error. It is the opinion of the reporting healthcare professional that the erorr in the refractive outcome is attributable to a fault of the implanted c-flex aspheric 970c iol. The data provided by the healthcare facility has been reviewed by the rayner optical team. Their review of the data suggests that a lens of +20.0d would be expected to achieve a refraction of +8.0d. Rayner has been informed that the healthcare professional has evaluated the patient and has decided against explanting the c-flex aspheric 970c as the patient has a low endothelial cell count. The healthcare facility plans to implant a supplementary sulcoflex iol to correct the patient's post-operative outcome. Two lenses from the c-flex aspheric 970c iol batch 037103395 batch were removed from rayner's stock for testing. Testing of the iols confirms that the power of the lenses are within acceptable tolerance of the labelled power (+32.0d). A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (march 2017) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 037103395.

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from its distributor in (B)(4) of an event that occurred following implantation of a c-flex aspheric 970c iol. The event description provided states "the refractive outcome is not as expected in the left eye. The patient has ametropia of +8.0d".